Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few days post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left inguinal hernia thereby underwent robotic-assisted repair with the implant of perfix plug. Per operative notes, ¿a large indirect hernia sac and dissected. A perfix plug was placed in this inguinal defect and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic-assisted repair with the explant of perfix plug and implant of synthetic mesh. Per operative notes, ¿adhesions were taken down and a moderate-sized defect in the inguinal canal was identified. The perfix plug was dissected and removed. A synthetic mesh was placed into the defect and sutured.¿ attorney alleged that the patient had pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿